Manufacturer narrative:
Additional information provided in d.10., h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: patient code added.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The examination of lot #n0684902 confirmed that the lot met all specifications. The investigation determined that this lot is acceptable for continued distribution. These contact lenses are manufactured under very high hygiene standards. All employees are trained annually on the hygiene concept and procedures. No sample was returned for verification; hence a controllable complaint could not be confirmed. During the investigation no deviations were found and no root cause could be determined for the reported events. The lot met all specifications. A corrective action preventive action (CAPA) will not be initiated since no issues were identified during the investigation. However, a trend review is conducted on a monthly basis and corrective actions will be determined if required. (B)(4).

Event description:
It was reported that the patient experienced visual discomfort/blurred vision, irritation, redness and pain on the left eye (os) after wearing the complaint contact lenses which led the patient to visit the eye care professional (ecp). Medical records reported that the patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient went to the ophthalmologic emergencies on (B)(6) 2020 for a red and painful os with appearance of a white mark on the cornea progressing from (B)(6) 2020. Initial clinical examination revealed that the os can see the hand moving. Slit lamp test revealed a central corneal infiltrate of 5.2 x 5.3mm with anterior chamber reaction measured at 2 crosses (++). The patient underwent "scratching¿ of the cornea for bacteriological and mycological sampling analysis with research of amoebas and was hospitalized for local antibiotic therapy and close monitoring due to severe abscess of os associated to a lens wear. The patient was treated with ciprofloxacin + tobramycin, hourly day and night in the os from (B)(6) 2020 to (B)(6) 2020. On (B)(6) 2020, the patient was treated with piperacillin + vancomycin + gentamycin hourly day and night. On (B)(6) 2020, the patient had a positive culture for pseudomonas aeruginosa sensitive to piperacillin and gentamycin, vancomycin was then discontinued. On (B)(6) 2020 piperacillin + gentamycin was switched to ciprofloxacin + tobramycin every two hours day and night. On (B)(6) 2020 ciprofloxacin/ tobramycin was decreased to six drops per day, started on dexamethasone, neomycin four drops per day, dexamethasone, oxytetracycline in the evening and carboxymethyl cellulose sodium eight drops per day. It was noted that there was a decline of the infiltrate, the epithelium ¿facing¿ (bulge of re-epithelization on 360°) was healing and there was remaining dense infiltrate at the center, associated to peri-lesional edema. The patient was discharged on (B)(6) 2020 and was advised to continue ciprofloxacin six drops per day, tobradex six drops per day, neomycin dexamethasone four drops per day and carboxymethyl cellulose sodium eight drops per day. It was added that the abscess and pseudomonas aeruginosa on os was responding well under local antibiotic treatments and the patient was scheduled for a follow up visit on (B)(6) 2020. Additional information was received on 16mar2020 via a health certificate. It was reported that the ecp had seen the patient for central abscess on the left eye which affected the visual acuity. It was noted that on (B)(6) 2020, the visual acuity of the patient was 3/10. It was added that the patient went to the hospital on (B)(6) 2020 and a graft of amniotic membrane was done on the cornea of the os.